Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 600mg/dl. The customer was experiencing unexplained high glucose for the past several days. It was stated that the events leading to her admission was frequent urination, excessive thirst, and nausea. Troubleshooting was performed. Reviewed the alarm history and found a couple of auto off alarms. The customer stated that the infusion set was changed to resolve the issue. It was stated that normally her basal is 40.0 units, but for two days the basal was above 70.0 units, and then for two days the basal between 30s and 40.0 units. The customer stated that prior to the event she was in the high 30s and low 40s. Ran a fixed prime and high pressure test and the tests passed. The customer also mentioned that she kept the insulin in the refrigerator, changes the infusion sets every three days, and uses mostly the abdomen area. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.